Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available.

Event description:
It was reported that during a procedure, while placing the screw in an angle fracture, the head of the screw became detached at the body of the screw.